Event description:
The pt woke up and was incoherent. Pt's blood glucose was checked on the suspect device and the result was 184mg/dl. The reading did not match pt's symptoms and 911 was called. Pt was taken to the hosp where a hosp device read 34mg/dl. Pt was given a glucose IV.